Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Did not observe the meter powering off when the control solution testing was performed.

Event description:
Customer reported her adc blood glucose meter shut off during the assay, which prevented her from receiving a result. She further reported that the night before (B)(6) 2017 she felt like her blood glucose was high but could not get a reading so she self-administered an unspecified amount of insulin. The next morning, she felt ¿really sick, was weak, tired and couldn't stand up¿ so her granddaughter called the paramedics. Upon arrival, the paramedics performed a test and told the customer ¿it¿s extremely high¿ but did not provide the actual reading. An intravenous infusion with insulin was initiated and the customer was transported to a hospital. Customer was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and noted receiving insulin via a sliding scale while there. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter shut off during the assay, which prevented her from receiving a result. She further reported that the night before (B)(6) 2017 she felt like her blood glucose was high but could not get a reading so she self-administered an unspecified amount of insulin. The next morning, she felt ¿really sick, was weak, tired and couldn¿t stand up¿ so her granddaughter called the paramedics. Upon arrival, the paramedics performed a test and told the customer ¿it¿s extremely high¿ but did not provide the actual reading. An intravenous infusion with insulin was initiated and the customer was transported to a hospital. Customer was diagnosed with dka (diabetic ketoacidosis), admitted to the hospital and noted receiving insulin via a sliding scale while there. There was no report of death or permanent injury associated with this event.